Event description:
The hospital reported that during set-up prior to an endoscopic vein harvesting procedure, the staff plugged in the hemopro power supply cable and the power supply would not power up. There was no power output. The staff brought in a second power supply and used it to successfully complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection found no non-conformities observed on the power supply. Upon power supply switch activation, both green leds did not illuminate. The power supply was tested with the customer's returned hemopro dc cable and a reference hemopro tissue welder. When the hemopro tissue welder switch was activated, it did not energize the heater on the jaws to produce steam. To ensure that the power supply was the reason for the device failure and not the customer's cable, a reference power supply was tested and when energized, the hemopro steamed and passed the pre-cautery test. The reported failure was confirmed. (B) (4).